Event description:
Post-deployment of an angio-seal device, the pt experienced loss of pulses and an occlusion distal to the insertion site. Heparin was started during the night. A pre-placement angiogram was performed prior to deployment which indicated good placement. An angiogram was performed the following day in 2000 which revealed no flow distal to the insertion site. The physician attempted to remove the clot. The pt was taken to surgery in 2000 for removal of angio-seal device. The pt is recovering.